Manufacturer narrative:
The patient's meter and test strips were provided for investigation where they were tested using retention controls. The patient returned two test strips. Testing results (qc range = 2.1 ¿ 3.3 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. However, the date and time was not set correctly. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Initial reporter occupation is lay user/patient. Unique device identifier (UDI) (B)(4).

Event description:
There was an allegation of questionable inr results with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. At approximately 11:30 a.m., the patient's meter result was 4.3 inr. At approximately 2:30 p.m., the patient's laboratory result was 2.9 inr. The patient's therapeutic range is 2.5- 3.5 inr.